Event description:
This senior medical affairs specialist spoke with the patient/layperson on 01/30/09 regarding an allegation that her onetouch ultralink meter result was inaccurately high compared to the emergency medical team's meter. Unable to resolve the reported issue because the patient had no control solution to test the system, the customer care advocate had replaced the products. The patient reported the following with results in mg/dl, correct unit of measure: the patient reportedly experienced hypoglycemia four times in two weeks prior to her call; each event the patient was allegedly unconscious. Diagnosed forty years ago, the patient is now asymptomatic when blood glucoses are both low and elevated. Nine days prior, the patient recalls feeling fine and obtaining 118 before lunch. The patient then bolused approximately 3 units based on carbs and the blood glucose result, which was a "typical" result and bolus. Around 1:30 pm, the patient's mother stopped by her home and found her unconscious having just conversed on the phone with her. The patient does not recall. Emt was called. The emt meter revealed a 39 mg/dl blood glucose, after-which they gave the patient 30 gms of glucose gel. Fifteen minutes later, the patient was able to test on her own meter, result 179. The emt retested, result 42. At some point during the emt visit, the patient's pump was turned off. For the other events, the patient was tested and treated by her husband. She does not recall specific results other than some events occurred shortly before the dinner hour. Believing her bolus wizard (that calculates bolus doses) was incorrect, the patient began self-calculating, lowering the bolus amounts as well as her basal rate. The patient did not consult with her physician. When the events reportedly continued, and based upon the meter to emt meter comparison, the patient alleged the meter's results were inaccurately elevated causing her to take "too much insulin." I advised the patient to consult with her physician regarding the events since she had elected to lower her basal rates. Testing the meter with new strips and control solution, the patient said that quality control passed. Although there is no evidence the product contributed to the serious injury, the complaint is classified because the patient alleged she has been "passing out" after bolusing extra insulin due to inaccurately high meter results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.